Event description:
(B)(6) 2010 felt pain in hip and leg. X-ray revealed everything was ok. Southampton x-rayed using a marker, and said something was happening. Antibiotic spacer placed in (B)(6) 2011. Revision (B)(6) 2011 - puss substance found, and stem was stripped of coating. Blood and other tests showed no infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Analysis of the returned products show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment. No osseous integration is noticed. This product been checked dimensionally at various places, it is in conformity with its definition. Depuy france bioengineer concluded that the information provided does not allow to define a possible cause to the issue, the product is to specification. The investigation has highlighted the use of non depuy products with depuy products. As a warning and precaution the IFU specifies : use only depuy acetabular components with depuy heads. The inner diameter of the acetabular component bearing surface must correspond to the femoral head size. Use only depuy acetabular shells with depuy acetabular liners. Acetabular shell and acetabular liner sizes must be matched. This off label use may have been a contributing factor. The DHR analysis performed by depuy france for the batch number 2755956 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.